Manufacturer narrative:
Updated section h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls related to the reported malfunction.

Manufacturer narrative:
It was informed that the device was not available for evaluation since it was discarded at hospital. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An engineering investigation has been initiated to consider any potential factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this flotrac sensor, the pressures values displayed were lower the expected values according to the patient's conditions. There was no comparative data obtained from another source. There was no error message, nor alarm displayed. Replacing the sensor with a new one solved the issue and the patient was not treated according to wrong values. There was no allegation of patient injury. The device was not available for evaluation, since it was discarded. Patient demographic data was unable to be obtained.